Manufacturer narrative:
No unresponsive buttons noted. All buttons function properly; however insulin pump had moisture on keypad traces. The insulin pump had broken belt clip slot, cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that their button on the insulin pump is not working. The blood glucose reading is unknown.